Manufacturer narrative:
Method - tech support and engineering analyzed the log files to confirm system freeze. Results - the system freeze resulted from pulling the keyboard cable out. Even if it's reinserted, the system will freeze until rebooted. MFR's evaluation summary: the device is an installed centralized pt monitoring system that utilizes a sun ultra 10 central processing unit (cpu). Oftentimes on the sun ultra systems, disconnecting the keyboard cable will cause the system to lock up. The customer called welch allyn tech support and identified that the keyboard had become detached and the operating system locked up. Tech support assisted the customer in rebooting the system and restoring normal operation 30 mins after the system originally became unresponsive. Even though centralized monitoring was lost during the time that the system was down, pt vital designs monitoring continued at bedside with the local beside pt monitor for any pts connected to the system. There were not pts harmed in any way by the event.

Event description:
The keyboard became unplugged from the cpu. Unplugging the keyboard suspends the operating system on older type cpu's. The system required rebooting to restore device operation.